Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found the device in excellent condition. The pump event history showed a base hardware failure also a battery communication timeout error in error history log (ehl). The evaluation was performed and was unable to duplicate the base hardware failure at power up process. The cause of the reported issue was found to be the interconnect board as it does not operate as intended which also is causing the battery communication timeout and base hardware failure intermittently. The root cause of the reported issue was unable to be determined, as no physical or any other damaged was found on interconnect board. The technician replaced the interconnect board and battery for preventive. Performed power up process and all functional tests which passed.

Event description:
It was reported that a base hardware error was observed. No patient injury was reported.